Event description:
The facility reports the caregiver was transferring the resident from the bed to the chair. The staff member was doing the transfer by themselves at the time (facility policy states all transfers are 2 staff). During the transfer, the resident shifted their weight to the upper part of the sling by leaning back. The neck supports were not in the sling, and the resident slipped out of the top of the sling, falling about 36 inches to the floor. The resident suffered a cut to the back of the skull, requiring a single stitch to close the wound.